Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Reprogramming was completed and unable to restore adequate pain relief. A radiofrequency neurotomy, caudal epidural, drg pulsed radiofrequency and transforaminal epidural injection were administered to resolve the reported event. The patient reported minimal pain relief during their trial with evoke scs.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation." The evoke scs system user manual states, "to test whether you will get a benefit from the evoke spinal cord stimulation therapy, you may have a temporary trial stimulation period."